Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia. It was reported that one night it felt like they had firecrackers in their head. No environmental/external/patient factors were known to have led to or contributed to the issue. No troubleshooting has been done. No actions/interventions were taken. The issue has been resolved. No further complications were reported as a result of this event.